Event description:
It was reported by the distributor that the product in the packaging does not match with the information on the label (mix-up). The screw was labeled as werber cbs screw tx hcomp 10/150mm 30 mm.

Manufacturer narrative:
The manufacturer received the device for review and investigation is ongoing. No source documents were provided for review. A lot number was received for the device, the device history records will be reviewed as part of the investigation process. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).